Event description:
An altitude alarm was reported with the pump, and no blood glucose levels exceeded 500 mg/dl. The issue did not suspend insulin delivery, and cts provided tips to prevent altitude alarms, which the customer understood and acknowledged. Reportedly, customer reverted to manual injections for insulin therapy.